Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of a pd catheter (not a fresenius product) malfunction (characterized by drain complications, weight gain, ble), fluid overload, and peritonitis (characterized by cloudy peritoneal effluent fluid), which required hospitalization, antibiotic therapy, pd catheter removal, and a temporary transition to hd for rrt. Per the pdrn, the etiology of the peritonitis is unknown; therefore, causality could not be firmly established. However, the patient¿s weight gain, ble, and fluid overload were attributed to the patient¿s malfunctioning pd catheter. End-stage renal disease (esrd) patients undergoing pd therapy (manual or cycler based) for renal replacement therapy are at high risk for infections of the peritoneum. Additionally, in up to 20% of all peritonitis cases no organism is identified, and diagnosis can only be made by performing a cytological examination of the pd fluid and physical symptoms. Per the pdrn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction and/or deficiency. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturer specifications.

Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2026 due to pd catheter (not a fresenius product) issues and peritonitis. Additional details were provided upon follow-up with the patient¿s pd registered nurse (pdrn). The pdrn stated the patient presented to the emergency room on (B)(6) 2026 with complaints of drain complications, weight gain, bilateral lower extremity edema (ble) and was diagnosed with fluid overload due to a pd catheter malfunction. Although the specifics are limited, the patient reportedly underwent a paracentesis which revealed hazy peritoneal effluent fluid, and an elevated wbc count of 1001 /mm3. As a result, the patient¿s pd catheter was surgically removed, and the patient was transitioned to backup hemodialysis (hd) for 4-6 weeks. The patient was treated with intravenous (IV) cefepime 2000 mg at 25/ml/hr over 4 hours 3 times per week for ¿one dose¿ (specifics not provided). The peritoneal effluent culture result returned negative for growth, and the patient¿s antibiotics were continued. The patient tolerated the transition to hd without any known issues and was discharged home in stable condition (recovered). Following discharge, the patient began undergoing outpatient hd and will resume utilizing the same liberty select cycler upon their return to continuous cyclic pd (ccpd therapy). Per the pdrn, the cause of the serious adverse events is unknown; however, they were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.